Event description:
A report was received that the patient had an infection at the right throat implant incision site.

Event description:
A report was received that the patient had an infection at the right throat implant incision site.

Manufacturer narrative:
Additional information was received that the patient experienced an infection with swelling, redness, and discharge at the pocket and lead sites. The pocket site remained open upon hospitalization. The physician prescribed oral antibiotics. The patient is reportedly well following the treatment. It is not clear if the infection is device or procedure related. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.